Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit was not passing the checkout. There was no report of patient involvement.